Manufacturer narrative:
(B)(4). As per biomed, he observed that the running speed of the pump was lower than the normal speed. He resolved the issue by replacing the belt. The biomed disposed of the belt. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The user facility¿s biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, the pump had a belt slip error. There was no patient involvement.